Event description:
Patient was revised on (B)(6) 2022 for an alleged infection. During this revision surgery the following implants were explanted: eleos tibial hinge w/ rotational stop, eleos tibial poly spacer 8mm, eleos segmental stem cemented 13mm x 152mm straight fluted 25mm collar, eleos male-female midsection 50mm, eleos distal femur right segmental, and eleos distal femur axial pin. During this revision surgery the following implants were implanted: eleos tibial hinge w/ rotational stop, eleos tibial poly spacer 8mm, a microport stem and a cement spacer. After this revision surgery the following implants remain implanted: eleos tibial baseplate size 2 and eleos stem extension canal filling 12mm x 100mm straight splined slotted. It was reported that the surgeon plans to have another revision surgery. No revision surgery has been scheduled yet. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2022-00076, 3013450937-2022-00077, 3013450937-2022-00078, 3013450937-2022-00079, 3013450937-2022-00080, 3013450937-2022-00081 and 3013450937-2022-00082. The following mdrs were also submitted for this patient: 3013450937-2021-00264, 3013450937-2021-00264-001, 3013450937-2021-00315, 3013450937-2021-00316, 3013450937-2021-00317, 3013450937-2021-00318, 3013450937-2021-00319 and 3013450937-2021-00320.

Event description:
Patient was revised on (B)(6) 2022 for an alleged infection. During this revision surgery the following implants were explanted: eleos tibial hinge w/ rotational stop, eleos tibial poly spacer 8mm, eleos segmental stem cemented 13mm x 152mm straight fluted 25mm collar, eleos male-female midsection 50mm, eleos distal femur right segmental, and eleos distal femur axial pin. During this revision surgery the following implants were implanted: eleos tibial hinge w/ rotational stop, eleos tibial poly spacer 8mm, a microport stem and a cement spacer. After this revision surgery the following implants remain implanted: eleos tibial baseplate size 2 and eleos stem extension canal filling 12mm x 100mm straight splined slotted. It was reported that the surgeon plans to have another revision surgery. No revision surgery has been scheduled yet. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.